Event description:
It was reported that down arrow keypad button was intermittently unresponsive. A family member stated that she was certain that all programming was correct but required multiple button presses to achieve the desired response. She said that she noticed the issue about one week prior to the contact; the program was getting worse. The family noted that the keypad was not peeling, the pump was not exposed to moisture, the keypad was occasionally wiped with alcohol, and the pt wore the pump in a pocket or clipped to the waist.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas for eval. Testing revealed that the down arrow keypad button presses did not activate desired pump functions. During investigation corrosion was detected under the down arrow key contact.